Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), teratoma ('mature cystic teratoma'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included ovarian mass, cervicitis and endometrioma. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and abdominal wall mass ("abdominal wall mass"), was found to have teratoma (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy and right oophorectomy, hysterectomy,bilateral salpingectomy, excision of abdominal wall and removal of mature cystic teratoma consisting of skin, bone, fat and hair shafts). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, teratoma, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia and abdominal wall mass outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal wall mass, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and teratoma to be related to essure. The reporter commented: 5 essure coils on right and 5 coils on left diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: 1.(uterus and cervix (80 g) with bilateral fallopian tubes, robotic laparoscopic hysterectomy with bilateral salpingectomy): -cervix: chronic and mild acute cervicitis, squamous metaplasia, nabothian cysts. - endometrium: exhausted/late secretory pattern. - myometrium: no significant histopathologic abnormality - left and right fallopian tubes: no significant histopathologic abnormality. 2. (Abdominal wall mass, excision): · endometrioma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), teratoma ('mature cystic teratoma'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included ovarian mass, cervicitis and endometrioma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and abdominal wall mass ("abdominal wall mass"), was found to have teratoma (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy and right oophorectomy, hysterectomy, bilateral salpingectomy, excision of abdominal wall and removal of mature cystic teratoma consisting of skin, bone, fat and hair shafts). At the time of the report, the perforation, teratoma, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia and abdominal wall mass outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal wall mass, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and teratoma to be related to essure. The reporter commented: 5 essure coils on right and 5 coils on left diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: (uterus and cervix (80 g) with bilateral fallopian tubes, robotic laparoscopic hysterectomy with bilateral salpingectomy): cervix: chronic and mild acute cervicitis, squamous metaplasia, nabothian cysts. Endometrium: exhausted/late secretory pattern. Myometrium: no significant histopathologic abnormality. Left and right fallopian tubes: no significant histopathologic abnormality. (Abdominal wall mass, excision): endometrioma. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.